Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prior to forty-eight months of use. The device was removed and replaced. It was further noted that the left ventricular lead had increased thresholds since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.